Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in for assistance turning stimulation off. It was reviewed how to sync with the ins, and when the patient synced with the ins, stimulation was off. They were not expecting stimulation to be off and said the ins must have shut off on its own because they did not touch the programmer. They noted they had the device reprogrammed on (B)(6) 2020, and it was reviewed the ins could have been turned off during the programming session. The patient stated on (B)(6) 2020 or (B)(6) 2020, they were having a flair of multiple sclerosis (ms) and urinary symptoms and the flair got worse on (B)(6) 2020 or (B)(6) 2020. Their healthcare provider wanted them to turn stimulation off to see if it was causing the flare to worsen. They planned to call their healthcare provider and let them know stimulation was off. The patient was redirected to their healthcare provider to further address the issue.